Event description:
Event description guidant received information that this left ventricular lead was damaged during an attempted implant. The lead was repositioned several times and dropped out of the coronary sinus. When this happened, the physician removed the lead and flushed it with saline. During the flushing, there were bubbles coming from the lead. The patient was not injured. The doctor believed the lead had been perforated.